Event description:
It was reported that during spine surgery, the "hand piece had an air leak." There was no information regarding the precise location of the malfunction. The reporter stated that there was no delay in surgery as there was a spare device available; no patient harm, adverse outcome or injury alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual hand piece device was received and evaluated. Reliability engineering completed an evaluation and confirmed the reported condition of an air leak. The evaluation findings indicate that this event occurred due to normal wear and servicing of the device. If additional information should become available, a supplemental report will be sent accordingly.